Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: seven events were reported for this quarter. Product return status: six devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status: five events were confirmed during testing -three devices were found to be affected by missing components. -two devices were found to be affected by cracked/fractured components. One device evaluation is in progress. Product disposition: five devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device had a component detach. Six events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 1 device was available for evaluation but has not yet been received. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a missing component. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 7 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 devices were received.   Evaluation status 1 reported event was not confirmed during testing. Additional information  devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.